Event description:
It was reported that the patient was admitted for tension pneumo and was having right thoracotomy surgery, that was not associated with the system, which caused the right ventricular (rv) lead to dislodge. It was noted that during the surgery the patient¿s arms were required to remain over their head. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).